Event description:
Customer reported that the screen went black when trying to bolus. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and follow-up, so the case was closed by technical support.